Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed intermittent atrial undersensing on their right atrium leadless pacemaker (ralp). Decreasing the sensitivity still resulted in undersensing; no further changes or interventions were reported. There were no patient consequences.